Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected error, prime, excessive no delivery or occlusion tests due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test and off no power tests. The motor was tested outside of the device and it passed. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file with alarms due to a corrupted history file. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed motor error alarm. Customer's blood glucose was 213 mg/dl. During troubleshooting, found motor position encoder error alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.